Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 21:36:19 on (B)(6) 2021. At 00:02:00 on (B)(6) 2021, asystole was detected. ECG shows sinus bradycardia from 20-10 bpm. At 01:10:57, asystole was detected. ECG shows fine vf. At 01:12:55, an arrhythmia was detected. Continuous ECG recording shows fine vf. Detection stopped at 01:13:04. Device was shutdown at 01:13:58 on (B)(6) 2021. Per continuous ECG recording, patient was in fine vf with response button use from 01:12:55 until the device shutdown at 01:13:58 on (B)(6) 2021. Vf was seen from approximately 01:10:02 until the device shutdown at 01:13:58 on (B)(6) 2021. Amplitude and response button use prevented the lifevest from treating the patient during this time.